Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. It was stated in the report that below drip chamber leakage. The event was noted during infusion. An unknown chemo drug was involved in the event. There were no obvious defects noted on the product and no other defects noted. There was patient involvement but no patient harm. There was no delay in critical therapy.